Manufacturer narrative:
Due to limited information provided, additional details were not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances above 200 ohms. Device reprogramming was recommended. No adverse patient effects were reported. This rv lead remains in service. Due to limited information provided, additional details were not available.